Event description:
User called to report pod alarm. Reported high bg (168-469 mg/dl). The injection site was bleeding and bruised. The cannula appeared normal. A new pod was activated successfully, and suspect pod returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.